Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the app had to ¿reload¿ multiple times. The app was crashing and the rep tried to restart the application many times and it crashed a couple of times again on top of the lags they experienced while trying to program.

Manufacturer narrative:
H2. Correction: please note, h6 codes c20 and b17 no longer apply to this report. H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator was not working. Impedances were all at more than 40000 and the ins was bugging all the time, the rep had to ¿relou¿ multiple times. The impedances were compared with a wens and worked great. Removed and tried 10x times to replut the cables but still the same issue occurred. Another ins was then used, and the issue resolved. Additional information was received. The cause of the high impedances was not determined, was found after the devices were implanted. These issues were for an initial patient implant. Regarding the statement ¿the ins was bugging all the time¿, the rep was unsure if it was related, but the interface was very slow. They were almost unable to navigate in the vanta application because of the lags that were experienced. It was also confirmed that the hcp unplugged and re-plugged the electrode many times (10 times) in order to fix the impedance problem but was unable to solve the issue. The ins is being returned. Information confirmed with physician / account.

Manufacturer narrative:
G2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.